Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose near location one of the muffler. The device was disassembled and it was also observed that the pin in drive shaft (locking subassembly) was bent. Therefore, the reported condition was confirmed. It was determined that the component damaged was caused by the manufacturing fixture. This issue has been escalated to CAPA. It was determined that the bent pin was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the motor device had an air leak. It was further reported that the red gasket at the muffler end on the handpiece appeared worn. There was no patient involvement reported. It was not reported that there any delays in the surgical procedure. A spare device available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.